Manufacturer narrative:
Smiths medical was notified of this event on april 16, 2008. However, smiths medical asd were not notified of this event until may 27, 2008. Eval: smiths medical is anticipating the return on the sample involved in this event. Upon return of the sample, and receipt of the completed investigation, a f/u report will be submitted. We can report that we have not rec'd any other reports on this device lot number.